Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet connector cracked and broke, and the user was unable to remove the connector and cartridge, with no alerts or alarms reported. Symptoms included none related to clinical effects. Outcomes included no impact on health or need for medical care. Investigation included collection of product information and attempts to guide safe removal of the connector and cartridge remotely. Investigation of this case revealed a mechanical failure of the connector component. It was concluded that the connector experienced a mechanical break, and the event did not result in patient harm.